Manufacturer narrative:
Physio-control further evaluated the device. From the downloaded device data it was observed that there had been many user power cycles, as if something had been pressing on the power button with the device lid closed. This caused the device's internal hybrid layer capacitor (hlc) batteries to deplete to the point that they became damaged. The hlc batteries being damaged, would deplete a new charge-pak battery charger that was inserted into the device. The device was out of warranty; it was not returned to the customer, but retained at physio-control.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted physio-control to report that a customer's device showed all three icons (service wrench, charge-pak and attention) in the readiness indicator after they had replaced the charge-pak battery charger. During device evaluation physio-control observed that the device could not be powered on. There was no patient use associated with the reported event.